Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient's advocate contacted boston scientific technical services (ts) explaining that the remote communicator linked to this implantable device displayed a yellow call doctor (ycd) icon. The patient was referred to the clinic for a communicator replacement and evidence suggests that the communicator was replaced. Additionally, a red call doctor (rcd) icon was observed, which is indicative of a potential product performance concern for this implantable device. No adverse patient effects were reported. At this time, no further information is available. Additional information was requested.

Event description:
It was reported that this patient's advocate contacted boston scientific technical services (ts) explaining that the remote communicator linked to this implantable device displayed a yellow call doctor (ycd) icon. The patient was referred to the clinic for a communicator replacement and evidence suggests that the communicator was replaced. Additionally, a red call doctor (rcd) icon was observed, which is indicative of a potential product performance concern for this implantable device. No adverse patient effects were reported. At this time, no further information is available. Additional information was requested. Additional information was requested, asking if the rcd was valid and to provide further details, but no response was received. Evidence suggests that at this time, this device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available.